Event description:
It was reported that the patient presented to the hospital for a pre-discharge examination, post implant. Upon interrogation, the pulse generator exhibited high lead impedance measurements on both the atrial and ventricular ports. The patient would be monitored.

Manufacturer narrative:
(B)(6).